Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the scratch was noted on both side of lens. There was a patient contact, and the procedure was completed same day. Additional information has been received stated that, once the iol had been introduced into the patient's eye, the surgeon immediately noticed scratches on both sides of the iol that were not acceptable for the patient to achieve optimal visual outcome post-operatively.